Event description:
The customer reported a negatively biased vitros crp result on a patient sample processed on a vitros 5,1 fs chemistry system. The result was questioned by a physician who delayed a patient's surgical procedure and requested repeat testing. A corrected report was issued. There was no report of patient harm as a result of postponing the surgical procedure. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, negatively biased vitros crp result occurred on a patient sample causing the clinician to delay the patient's surgery. Repeating the original sample and a second sample drawn produced the expected result. The degree of bias on crp does not constitute a risk for death or serious injury. The cause of the biased result is unknown. Because the specific details regarding the patient's diagnosis, surgical procedure, and condition following the procedure are unknown to ocd, it is concluded that serious injury to the patient caused by the surgery delay is not remote.